Manufacturer narrative:
During the follow-up call with the customer, ascensia was able to obtain a picture that clearly shows the labelling of the carton and the vial for the contour next control solution indicating level 2.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer stated that he received the bottle of the contour next control solution. The customer alleged that neither the bottle nor the carton of the control solution indicate if it was a level 1, 2 or 3 control solution. There was no allegation of an adverse event. The customer disconnected the call. Therefore, the customer could not be advised to return the device for evaluation.